Event description:
It was reported that the procedure was to treat a 99% stenosed diffuse lesion (40 mm) located in the mid and distal right coronary artery (rca) that had moderate calcification and mild tortuosity. After pre-dilatation was performed, the xience prime stent delivery system (sds) was advanced; however, the sds would not cross. When the sds was retracted, the stent implant dislodged off the balloon and remained at the mid rca. The stent implant was still on the guide wire and a non-abbott balloon was delivered into the stent and inflated to successfully remove the dislodged stent implant from the patient's anatomy. The procedure was ended without further treatment. There was no adverse patient effects reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch additional information received as follows: there was no resistance felt during retraction of the sds after it failed to cross the lesion and no clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, xt-r, guide catheter: profit jr3.5sh 6f. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.